Event description:
During the angioplasty procedure, the left side where the stent was used, there was some sort of shortening of about 30mm of the smart stent. It was necessary to use another stent. Further info will be provided.

Manufacturer narrative:
The prod is not available for eval and testing. Add'l info will be submitted within 30 days of receipt.